Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test. However, failed basic occlusion test due to the force sensor has failed the test. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple no delivery (7)) on 08/14/2025 01:03:25.000, 08/28/2025 11:42:14.000 during a bolus delivery or during a complaint call that might have triggered the reason complaint. Pump was cut open to perform visual inspection and found no moisture damage electronic assembly, battery connector, vibrator, motor assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. In conclusion, customer alleged the pump having has insulin flow blocked, no delivery due to other electronic defect confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) unomedical, unk_reservoir, mmt-1780kl. Troubleshooting was initiated, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for unomedical, unk_reservoir, mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.